Event description:
The customer reported that a xhibit central station (xcs) was shutting down while monitoring telemetry patients every five minutes. The customer reported that the xcs was very hot. The caller was advised that the unit was likely overheating, which is resulting in the self-shut downs. Spacelabs technical support advised the customer to reach out to their biomed team to inspect and clean the unit. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.